Event description:
Event description guidant received information that this implantable cardioverter defibrillator's (ICD) battery depleted after 3 years of implant duration. The physician expressed dissatisfaction with regard to device longevity.